Event description:
Additional information received indicate surgical intervention occurred wherein the ipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgical intervention, may take place at a later date to address the issue.

Manufacturer narrative:
The report of ¿ipg reaching end of life¿ was not confirmed. Analysis of the returned ipg found, that it had not declared eol. It was determined, that the device had declared eri, but it was after the device had been explanted. As received the device stimulation was ¿on¿ and a review using uep showed, that the device declared eri on (B)(6) 2020. After the device was explanted on (B)(6) 2020. Longevity was calculated, and it was found that the device had normal battery depletion, based on device usage. Device longevity range was estimated to be from 2 years up to 3.5 years. Total stimulation ¿on¿ time for the device was 3.3 years. Analysis of returned device identified, that this product should not have been reported on, because there were no alleged deficiencies with the product.